Event description:
It was reported at the beginning of the procedure the physician noted the luer extension tubing of the cool flex catheter was broken. The procedure was completed using a new catheter. There were no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.